Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, which was located in the mid left anterior descending artery (lad). During the procedure, there was a separation at the lap joint part of the device. The device was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.